Manufacturer narrative:
Eight (8) devices were received for evaluation. An unaided eye visual inspection along with magnification was performed and a a leak at the port 2 spike port membrane area was identified on all eight samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the events occurred between (B)(6), 2023 and (B)(6), 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was discovered during set-up. There was no patient involvement. No additional information is available.